Event description:
It was reported that during predilatation of the left anterior descending artery, the rx voyager t 2.5 x 15 mm balloon ruptured within the rated burst pressure. The procedure was completed with another device. There was no clinically significant delay in the procedure and no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx voyager t dilatation catheter noted blood and contrast in the inflation lumen, which is consistent with preparation, advancement into the body and the reported leak. The balloon was loosely folded, which is consistent with attempting to inflate. There was a longitudinal rupture in the balloon 19 mm in length extending from the proximal end of the proximal marker band to the distal end of the distal marker band; therefore, confirming the complaint. There was a 2 mm scratch on the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with accessory devices or the lesion, such that the balloon ruptured during the inflation attempt; however, this could not be confirmed. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. Since there was no report of any damage or leaks noted during inspection and preparation for use, this may suggest that the balloon was not damaged prior to the procedure. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency. To help ensure this type of damage is not the result of a manufacturing deficiency, all dilatation catheters are visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all catheters are leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release.